Manufacturer narrative:
A product evaluation/investigation was not performed as no product was returned. Manufacturing record review: a product manufacturing record review could not be performed as serial number of the lens was not provided/known. Labeling review: the directions for use (dfu) for the multifocal iols series were reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lenses. No product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A physician reported that a colleague had referred a patient to him who had bilateral symfony lenses implanted. The patient was unhappy with her reading visual acuity and has unwanted night driving light effects. She needs to be able to drive at night. The issue was not improved by yag capsulotomy. The patient is worried by dangers of exchange at 12 months, so the physician referred her for lasik to make the non-dominant eye more myopic so she could read. This report will capture the lens implanted in the non-dominant eye and another report will be filed for the lens implanted in the dominant eye.